Event description:
Per fax: the pt expired mid june due to congestive heart failure. Prior to death, it was observed that the leaflets did not "move at the same time". A videotape is being sent to the dr for review.